Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 100-50-s without packaging. The sample was filled with 5-fu. The received sample was subjected to a visual examination. Damages or other deviations were not detected. As-received condition the white clamp was closed. The original wing cap was not handed over by the customer. The patient connector was not blocked. After opening the top cap and removing the used closing cone (not the original one), we detected solution (liquid) at the filling port (lli-cone). In addition we detected crystallized drug residues at the patient connector. The sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected during the period of 60 minutes. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): blocked pump. Pump was filled at the hospital with cytostatic 5fu. The patient was sent home and the next day he returned with a pump still filled. The patient did not receive the drug during his home stay.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage issue is a known error pattern and corrective and preventive actions are in progress / have been implemented. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.